Event description:
It was reported that the lead exhibited high capture threshold of 2.75 v at 1.0 ms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.